Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the shaft was broken. A guidezilla¿ guide extension catheter was selected for use. It was noted that the shaft of the guidezilla¿ was broken. There were no patient complications reported.